Event description:
According to the report, while the synergraft pulmonary valve and conduit was being implanted one of the valve leaflets prolapsed but was repaired. The allograft remains implanted.

Manufacturer narrative:
This investigation is currently ongoing. Any add'l info will be provided in the f/u report.